Manufacturer narrative:
This report was previously submitted with the incorrect manufacturer registration number.

Event description:
During dialysis treatment, machine alarmed instantly for blood leak within the dialyzer, visible in the arterial coupler tubing. Patient was removed from the machine without returning the patient's blood (approximately 250ml of blood loss) . Per charge nurse, patient required no follow up or transfusion post incident. Dialyzer used: f250 dialyzer machine: surdial dx hemodialysis system productg code: mc+sdx01 510k: k182940

Manufacturer narrative:
This report was previously submitted with the incorrect manufacturer registration number.

Event description:
During dialysis treatment, machine alarmed instantly for blood leak within the dialyzer, visible in the arterial coupler tubing. Patient was removed from the machine without returning the patient's blood (approximately 250ml of blood loss). Per charge nurse, patient required no follow up or transfusion post incident. Dialyzer used: f250 dialyzer. Machine: surdial dx hemodialysis system. "Product" code: mc+sdx01. 510k: k182940.